Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a model 3000tfx 23mm aortic valve was explanted and replaced with a 11500a 21mm valve after an implant duration of 11 years due to calcified, frozen leaflets, degeneration and severe stenosis. The patient presented with sob and chest pain. The patient expired due to cardiac failure. Per the medical records, the patient had progressive worsening of the prosthetic aortic stenosis along with worsening respiratory issues. The patient presented with respiratory and renal failure. The patient was diagnosed with a pfo severe mr, significant mitral stenosis and severe aortic stenosis, ef was 20%. Stabilization was attempted, using a combination of medical management, iabp support, and dialysis and required 100% fio2 and 10 of peep. The patient's condition deteriorated over 5 days, there was concern for hemorrhage into the lung. The patient was taken it is noted extremely high-risk surgery. The 23mm 3300tfx aortic valve was found to be completely stenotic, frozen and calcified, one leaflet barely moving. The mitral valve appeared rheumatic, and the left lung was completely hemorrhagic, purple in color, the right lung fused. The bioprosthetic aortic valve was explanted and replaced with a 21mm 11500a aortic valve, concomitantly the mitral valve was replaced with a 29mm 11400m valve, the pfo was closed. There was difficulty weaning from cpb, the rv was distended, overall contractility of the heart was poor. An impella was placed to support but despite maximum support the heart could not contract adequately to support circulation. The patient was decannulated and transferred to ICU. The impella was discontinued in ICU and the patient expired on pod #0. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including an implant duration over 11 years and history of renal failure on dialysis.